Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The edwards sapien xt thv is indicated for use in patients with symptomatic severe calcific aortic stenosis requiring aortic valve replacement. In this case, per post procedure discussion, the valve may have moved during post dilation after valve deployment. In addition, a contributing factor to valve deployment was the native anatomy had limited annular calcium available to anchor the deployed valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
During a transfemoral tavr procedure, after implantation of the 23 sapien xt valve, angio and tee demonstrated that the valve moved ventricular on one side and was tilted in the annulus. A second valve was implanted to correct the deployment of the 1st valve; there was no aortic regurgitation noted after deployment. The patient was stable. Per post procedure discussion, the valve may have moved during post dilation after valve deployment. The native annulus area measured 380-405mm2 by tee and with an area of 377mm2 by CT. There was mild native leaflet calcification, and no calcification of the aortic root or the native annulus. Coaxial alignment of the delivery system and valve and the image intensifier angle were reported as good. Ventilation was held during valve deployment and there was no loss of pacing capture.